Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as similar to a hematoma. The patient reported the irritation was red and reported having psoriasis. The patient reported bruising under the electrodes. There was no alleged device malfunction contributing to the irritation. The irritation improved with the use of a water-based lotion that had cortisone in it. The patient reported the unscented water-based lotion was from the pharmacy.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The patient described the irritation as similar to a hematoma. The patient reported the irritation was red and reported having psoriasis. The patient reported bruising under the electrodes. There was no alleged device malfunction contributing to the irritation. The irritation improved with the use of a water-based lotion that had cortisone in it. The patient reported the unscented water-based lotion was from the pharmacy. Supplemental report 9/14/2021: submitting report to correct section g4.